Manufacturer narrative:
The pak was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The pak was manufactured on november 26, 2013. There were 1,440 paks associated with this lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. The associated was manufactured on august 8, 2008. Based on qa assessment, the product and associated system met specifications at the time of release. A drip chamber from the pak was received for evaluation. A visual assessment of the returned sample confirmed the drip chamber was cracked. However, how or when the drip chamber became damaged cannot be determined conclusively. The root cause cannot be determined conclusively. (B)(4).

Event description:
A doctor of ophthalmology reported that a system had low irrigation and a damaged drip chamber during a procedure. The consumable was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.